Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast, capsular contracture-breast and anxiety - product/ procedure-breast was requested on january 15, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: not observed. ¿ anxiety - product/ procedure- breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side exchange due to concerns with the product. Later, healthcare professional reported "pain and hardened", "contracture on clinical examination," baker grade unspecified and "small capsular rupture". The device has been explanted

Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Patient reported a left side exchange due to concerns with the product. Later, healthcare professional reported "pain and hardened", "contracture on clinical examination," baker grade unspecified and "small capsular rupture". The device has been explanted.